Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned from the field as part of the low voltage capicitor failure recall advisory. The device was tested and failed a manufacturing test due to a monitoring voltage of 2.58 volts. The device was sent to the laboratory for detailed analysis.